Manufacturer narrative:
E. Facility name character limit is exceeded: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc pro global hub is cracked and leaked. The following information was provided by the initial reporter, translated from japanese to english: according to the customer report the hub of the catheter was cracked and blood leaked out.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample and photographs submitted for evaluation. Your report of a leak was confirmed, and the cause appeared to be manufacturing related. Two photographs and one 24g insyte autoguard IV catheter from lot 4010706 were provided for investigation. A hole in the catheter adapter near the wedge appeared to be the cause of the reported leak. The hole appeared to be the result of a molding defect. During adapter loading it is possible that incorrect feeder settings or the feeder jamming to cause adapter damage. It is also possible that this defect occurred during molding. Mold malfunction, mold availability, or production disruption may cause mold/component damage that may result in leaks. A device history record review showed no non-conformances associated with this issue during the production of this batch.